Event description:
The customer reported that they used monopolar during a conization of the cervix procedure. The operation was on (B) (6) 2009, but a 2nd degree burn was only discovered on (B) (6) 2009 by the surgeon during a post-op visit. The alleged burn is situated mainly on the left cleft of the buttocks and is 30cm2. The patient return electrodes (pads) in use were made by (B) (4) (non-covidien part).

Manufacturer narrative:
(B) (4). To date the generator has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.